Event description:
No additional information.

Manufacturer narrative:
Correction: cancel MDR. Information captured MFR report # 1710034-2024-01393.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd insyte autoguard winged is unable to connect. The following information was provided by the initial reporter: the catheter hubs have extra plastic on the luer connector preventing a well seated connection that leads to leaks, requiring the staff to restart ivs. The product has been retained. (B)(6). It is mentioned "there have been two reported events", was it with different patients? Yes can you please provide an exact date of event in format dd-mmm-yyyy for both events? 11/7/2024 and 11/5/2024, apparently there were more events before this but these are the 2 that I was made aware of. When was this defect observed? During or before use? After the problem was noticed when the IV tubing was unable to be connected properly. What was the impact to the patient? They had to get stuck again with a new IV any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Patient was needlessly stuck again. No injury to the staff. Customer response on (B)(6) 2024. No other issues were reported. It was just a circumstantial mention from my staff saying, ¿oh yeah, that happened to me too¿ when we were talking about the reported issue. If any other issues arise, I will definitely report them as I am made aware.